Event description:
It was reported that they were able to aspirate the reservoir but were unable to fill it. Per the reporter the tubing was patent and there was no depth issue reported, pump was not moving around in the pocket and the needle was patent. Lateral x-ray confirmed bellows were still open even when they should be empty/closed. Troubleshooting performed included: #1 trying to create vacuum in reservoir - 7-8 empty syringefuls of air, #2 five ml saline push - would not inject with force, #3 fluid that was removed from pump was clear - no sign of precipitant, and #4 lateral x-ray which shows reservoir was expanded. #5 tried procedure with 2 different refill kits. The hcp planned to have pump replaced. The patient did not complain of any symptoms. No past difficulties with refill were reported. It was further reported that the bellow asymmetrical on fluoro. There was no reported injury and the patient recovered without sequela. The pump delivered hydromorphone (dilaudid) and bupivacaine (marcaine).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8709, serial # (B)(4), implanted on: (B)(6) 2003, explanted on: unknown. Catheter: model # 8590-1, lot# n224580, implanted on: (B)(6) 2010, explanted on: (B)(6) 2012. (B)(4) programmer serial# (B)(4). (B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed that there was a pump reservoir access issue due to drug residue. Precipitate was found in the reservoir and an x-ray confirmed that the bellows were collapsing unevenly. A single, short motor stall was also seen. The pump passed all non-destructive testing, but no anomalies were found in the motor. Electromagnetic interference and magnetic interference can cause motor stalls and it was believed that was what caused that stall/recovery.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.